Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was damaged. The damage was noticed when the chamber was removed from the packaging prior to pt use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher and paykel healthcare for eval. We will provide a follow-up report upon receipt of the device and completion of our investigation.